Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that they were not receiving care group alarm pop-up indicators/audio. The device was in use monitoring patients. There was no report of patient or user harm.